Event description:
Hyfrecator or electrocautery treatment of anal hsil. (B)(6). Idiopathic proctitis, unrelated to study. Pt developed anal pain worsening over 8 days. He called ems and then lost consciousness and was admitted to the hospital (B)(6) 2016. MRI showed proctitis without other significant findings. After a course of antibiotics, the pt left the hospital against medical advice. The symptoms have entirely resolved. High resolution anoscopy and hyfercation of anal dysplasia. Physician name: (B)(6). Complete adeers report is available: (B)(6).